Event description:
The customer reported the generation of erroneous ion selective electrode (ise) patient results, which includes sodium (na), chloride (cl), potassium (k), and carbon dioxide (co2), with zero anion gap on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for one (1) patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as multiple hardware components. The fse identified noise issues. The fse replaced the pulse motor control, mix unit, heat exchanger and multiple tubing which resolved the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).